Event description:
The customer reported that the pump screen was dark and would not turn on. There was no reported impact on the customer's blood glucose level at the time of the issue. Technical support instructed the customer to try troubleshooting steps, but the pump remained non-functional. Consequently, a replacement pump was arranged, and the customer will use multiple daily injections as backup therapy. Technical support provided instructions on storage mode and the return process for the malfunctioning pump.